Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation, the implantable cardiac monitor exhibited diagnostics anomaly; it showed low battery voltage. No intervention was performed. The patient's condition was stable.